Event description:
Evaluation revealed that the force sensor resistance reading is out of calibration. Visual inspection of the force sensor revealed weakened adhesive on the force sensor assembly.

Manufacturer narrative:
There was no reported patient impact associated with this complaint. The pump was returned to animas. Evaluation revealed that the force sensor resistance reading was out of calibration. The pump was primed successfully with no alarms occurring. Visual inspection of the force sensor revealed weakened adhesive on the force sensor assembly.